Manufacturer narrative:
Exchanged part has been requested for investigation. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that the ventilator, while connected to a pt, generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error and the ventilator consequently stopped. There was no pt harm. (B)(4).